Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), embedded device ("there is an essure wire embedded in the uterine myometrium and still sub serosal layer"), device expulsion ("there is an essure wire embedded in the uterine myometrium and still sub serosal layer") and endometritis ("benign secretory endometrium with non-specific mild chronic endometritis") in a 26-year-old female patient who had essure inserted for female sterilization. The patient's medical history included abdominal pain (abdominal cramp), abdominal hernia, acute gastritis, appendicitis, diverticulitis, inguinal hernia, pancreatitis, peritonitis, pregnancy with intrauterine device, miscarriage, cramp in lower abdomen, morning sickness, low back pain (lumbar pain), muscle pain, gravida ii, parity 1, postponement of preterm delivery, coccydynia and dehydration. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and endometritis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total vaginal hysterectomy and partial vaginectomy and underwent total vaginal hysterectomy and partial vaginectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, embedded device, device expulsion and endometritis outcome was unknown. The reporter provided no causality assessment for device expulsion, embedded device and endometritis with essure. The reporter considered pelvic pain to be related to essure. The reporter commented: insertion date provided as (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: the right essure tube is not. Visualized . Appropriately positioned. Ultrasound pelvis - on (B)(6) 2012: impression: difficult to position of t.ne essuret.be relative to the uterine cornu of the left side and fallopian tube . The right essure tube is not. Visualized , on the pl"eviou6 hysterosalpingogram was appropriately positioned. No adnexal mass or cysts. No significant free fluid. Clinical correlation is ,advised, follow-up hysteroscopy may be necessary. Alternatively soft tissue pelvis MRI may be helpful. Concerning injuries reported in this case the following ones were described in patient medical records: pelvic pain, embedded device and device expulsion and endometritis. Most recent follow-up information incorporated above includes: on 7-mar-2019: medical records received. Reporter information updated. Other relevant history and lab data updated. Event essure wire embedded in the uterine myometrium and still sub serosal layer and benign secretory endometrium with non-specific mild chronic endometritis were added from medical record. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), uterine perforation ('uterine perforation'), embedded device ('there is an essure wire embedded in the uterine myometrium and still sub serosal layer'), device expulsion ('there is an essure wire embedded in the uterine myometrium and still sub serosal layer') and endometritis ('benign secretory endometrium with non-specific mild chronic endometritis') in a 26-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain (abdominal cramp), abdominal hernia, acute gastritis, appendicitis, diverticulitis, inguinal hernia, pancreatitis, peritonitis, pregnancy with intrauterine device, miscarriage, cramp in lower abdomen, morning sickness, low back pain (lumbar pain), muscle pain, multigravida, parity 1, premature delivery, coccydynia and dehydration. In november 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("rash/ skin condition"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (total vaginal hysterectomy and partial vaginectomy, we received a lot number/returned sample in this case. A technical investigation will be conducted, and underwent total vaginal hysterectomy and partial vaginectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, uterine perforation, embedded device, device expulsion, endometritis, hypersensitivity, bladder disorder, urinary tract disorder, urinary tract infection, fatigue, alopecia, hormone level abnormal and weight increased outcome was unknown and the dysmenorrhoea and menorrhagia had resolved. The reporter provided no causality assessment for device expulsion, embedded device and endometritis with essure. The reporter considered alopecia, bladder disorder, dysmenorrhoea, fatigue, hormone level abnormal, hypersensitivity, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation and weight increased to be related to essure. The reporter commented: insertion date provided as (B)(6) 2013. Received treatment for: uterine perforation, , uti, bladder problems, urinary problems, fatigue, hair loss, hormonal changes, weight gain date(s) of insertion: (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: prior studies are not available for comparison. Hysterosalpingogram was performed after informed consent was obtained. The preliminary view of the pelvis demonstrates essure tubes placed, the right tube is looped more toward the midline than the left tube. The left essure tube appears appropriate lead placed and there is nonvisualization of contrast within the left fallopian tube. The right side essure tube is seen more medial than expected and above the level of the uterine fundus. There is filling of contrast within a normal caliber right fallopian tube and spilling of contrast into the peritoneal cavity. There is no evidence of right-sided hydrosalpinx. The right essure tube may have migrated more is not located in the expected position.; on (B)(6) 2012: the right essure tube is not. Visualized. Appropriately positioned. Imaging procedure - on (B)(6) 2012: result: left occlusion only. Ultrasound pelvis - on (B)(6) 2012: impression: 1. Difficult to position of t.ne essuret.be relative to the uterine cornu of the left side and fallopian tube . 2. The right essure tube is not. Visualized, on the pl"eviou6 hysterosalpingogram was appropriately positioned. 3. No adnexal mass or cysts. No significant free fluid. 4,. Clinical correlation is ,advised, follow-up hysteroscopy may be necessary. Alternatively soft tissue pelvis MRI may be helpful. Concerning injuries reported in this case the following ones were described in patient medical records: pelvic pain, embedded device and device expulsion and endometritis most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. New events: dysmenorrhea (cramping), menorrhagia, rash/ skin condition, uterine perforation, uti, bladder problems, urinary problems, fatigue, hair loss, hormonal changes weight gain were added. Lab data added. Outcome for pain and bleeding was updated to recovered/ resolved. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), uterine perforation ('uterine perforation/ unilatreal occlusion (left tube occluded)'), embedded device ('there is an essure wire embedded in the uterine myometrium and still sub serosal layer'), device expulsion ('there is an essure wire embedded in the uterine myometrium and still sub serosal layer/migration of essure device location of device:uterus') and endometritis ('benign secretory endometrium with non-specific mild chronic endometritis') in a 26-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain (abdominal cramp), abdominal hernia, acute gastritis, appendicitis, diverticulitis, inguinal hernia, pancreatitis, peritonitis, pregnancy with intrauterine device, miscarriage, cramp in lower abdomen, morning sickness, low back pain (lumbar pain), muscle pain, multigravida, parity 1, premature delivery, coccydynia and dehydration. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding(menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain ("pain-abdominal"). On (B)(6) 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), dry skin ("rashes or skin conditions type: dry skin"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), fatigue ("fatigue"), alopecia ("hair loss"), night sweats ("hormonal changes describe: night sweats") and hot flush ("hot flashes") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total vaginal hysterectomy and partial vaginectomy, we received a lot number/returned sample in this case. A technical investigation will be conducted, and underwent total vaginal hysterectomy and partial vaginectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, uterine perforation, embedded device, device expulsion, endometritis, dry skin, bladder disorder, urinary tract disorder, urinary tract infection, fatigue, alopecia, night sweats, weight increased and hot flush outcome was unknown and the dysmenorrhoea, menorrhagia, vaginal haemorrhage and abdominal pain had resolved. The reporter provided no causality assessment for device expulsion, embedded device and endometritis with essure. The reporter considered abdominal pain, alopecia, bladder disorder, dry skin, dysmenorrhoea, fatigue, hot flush, menorrhagia, night sweats, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion date provided as (B)(6) 2013 received treatment for: uterine perforation, , uti, bladder problems, urinary problems, fatigue, hair loss, hormonal changes, weight gain date(s) of insertion: (B)(6) 2012. Current weight 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: unilateral occlusion (left tube occluded) prior studies are not available for comparison. Hysterosalpingogram was performed after informed consent was obtained. The preliminary view of the pelvis demonstrates essure tubes placed, the right tube is looped more toward the midline than the left tube. The left essure tube appears appropriate lead placed and there is nonvisualization of contrast within the left fallopian tube. The right side essure tube is seen more medial than expected and above the level of the uterine fundus. There is filling of contrast within a normal caliber right fallopian tube and spilling of contrast into the peritoneal cavity. There is no evidence of right-sided hydrosalpinx. The right essure tube may have migrated more is not located in the expected position.; on (B)(6) 2012: the right essure tube is not. Visualizalized. Appropriately positioned. Imaging procedure - on (B)(6) 2012: result: left occlusion only. Ultrasound pelvis - on (B)(6) 2012: impression: difficult to position of t. Ne essuret. Be relative to the uterine cornu of the left side and fallopian tube . The right essure tube is not. Visualized, on the pl"eviou6 hysterosalpingogram was appropriately positioned. No adnexal mass or cysts. No significant free fluid. Clinical correlation is ,advised, follow-up hysteroscopy may be necessary. Alternatively soft tissue pelvis MRI may be helpfu. Ultrasound scan vagina - on (B)(6) 2012: unilateral occlusion (left tube occluded) migration of essure device perforation (uterus) aberrant position of right essure device. Difficult to visualize. Concerning injuries reported in this case the following ones were described in patient medical records: pelvic pain, embedded device and device expulsion and endometritis . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), uterine perforation ('uterine perforation/ unilatreal occlusion (left tube occluded)'), embedded device ('there is an essure wire embedded in the uterine myometrium and still sub serosal layer'), device expulsion ('there is an essure wire embedded in the uterine myometrium and still sub serosal layer/migration of essure device location of device:uterus') and endometritis ('benign secretory endometrium with non-specific mild chronic endometritis') in a 26-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain (abdominal cramp), abdominal hernia, acute gastritis, appendicitis, diverticulitis, inguinal hernia, pancreatitis, peritonitis, pregnancy with intrauterine device, miscarriage, cramp in lower abdomen, morning sickness, low back pain (lumbar pain), muscle pain, multigravida, parity 1, premature delivery, coccydynia and dehydration. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding(menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain ("pain-abdominal"). On (B)(6) 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), dry skin ("rashes or skin conditions type: dry skin"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), fatigue ("fatigue"), alopecia ("hair loss"), night sweats ("hormonal changes describe: night sweats") and hot flush ("hot flashes") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total vaginal hysterectomy and partial vaginectomy, we received a lot number/returned sample in this case. A technical investigation will be conducted, and underwent total vaginal hysterectomy and partial vaginectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, uterine perforation, embedded device, device expulsion, endometritis, dry skin, bladder disorder, urinary tract disorder, urinary tract infection, fatigue, alopecia, night sweats, weight increased and hot flush outcome was unknown and the dysmenorrhoea, menorrhagia, vaginal haemorrhage and abdominal pain had resolved. The reporter provided no causality assessment for device expulsion, embedded device and endometritis with essure. The reporter considered abdominal pain, alopecia, bladder disorder, dry skin, dysmenorrhoea, fatigue, hot flush, menorrhagia, night sweats, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion date provided as (B)(6) 2013 received treatment for: uterine perforation, , uti, bladder problems, urinary problems, fatigue, hair loss, hormonal changes, weight gain. Date(s) of insertion: (B)(6) 2012. Current weight 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: unilateral occlusion (left tube occluded) prior studies are not available for comparison.hysterosalpingogram was performed after informed consent was obtained. The preliminary view of the pelvis demonstrates essure tubes placed, the right tube is looped more toward the midline than the left tube. The left essure tube appears appropriate lead placed and there is nonvisualization of contrast within the left fallopian tube. The right side essure tube is seen more medial than expected and above the level of the uterine fundus. There is filling of contrast within a normal caliber right fallopian tube and spilling of contrast into the peritoneal cavity. There is no evidence of right-sided hydrosalpinx. The right essure tube may have migrated more is not located in the expected position.; on (B)(6) 2012: the right essure tube is not. Visualizalized. Appropriately positioned. Imaging procedure - on (B)(6) 2012: result: left occlusion only. Ultrasound pelvis - on (B)(6) 2012: impression: difficult to position of t.ne essuret.be relative to the uterine cornu of the left side and fallopian tube . The right essure tube is not. Visualizalized, on the pl"eviou6 hysterosalpingogram was appropriately positioned. No adnexal mass or cysts. No significant free fluid. Clinical correlation is ,advised, follow-up hysteroscopy may be necessary. Alternatively soft tissue pelvis MRI may be helpfu. Ultrasound scan vagina - on (B)(6) 2012: unilateral occlusion (left tube occluded) migration of essure device perforation (uterus) aberrant position of right essure device. Difficult to visualize. Concerning injuries reported in this case the following ones were described in patient medical records: pelvic pain, embedded device and device expulsion and endometritis quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-may-2020: pfs received. Reporter information added. Events: hot flashes, abnormal bleeding (vaginal) added. Event hormonal changes updated to hormonal changes describe: night sweats and rash/skin conditions updated to rashes or skin conditions type: dry skin. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure). Essure was removed in (B)(6) 2011. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.